Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.